Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks prior the date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a paddle replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted product will not be returned by the facility.